Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient recently had the subcutaneous implantable cardioverter defibrillator (s-ICD) implanted and reports device pocket is burning and there is numbness of the skin over the device area. The patient was referred to their physician for further follow-up. No further issues have been reported. Records indicate the device remains in service.